Event description:
Three children ingested the contents of a cold pack. Three children were at a community pool. A pool employee gave one of the children an ice pack for an injury. The children ingested the contents of the pack. The children were taken to the hosp e.r., observed, and pulse oximetry was applied. The hosp contacted allegiance healthcare and was provided with an msds. In addition, the hosp contacted the poison control center. No additional treatment was provided and the children were discharged without complication.